Event description:
On (B)(6) 2016 - innova self - expanding stent did not release properly from the wire and was 'stretched' in the superficial femoral artery (lot # 19728413). This was a 5 x 200 mm deployment of a 6 x 200 mm stent. (B)(4).